Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26aug2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a liquid spill causing the row board a to be damaged and few of the cubies look as if it may have had thermal damage from the liquid spill. A field service engineer replaced the full height drawer assembly, and the new drawer was configured to the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es system drawer failed. The customer stated that this malfunction could have caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.